Event description:
Pts' blood glucose was measured onfive different devices. It was reported customer was unable to determine which meter the resutls were obtained upon however could determine which five meters were aprt of the testing. The pt did not receive any treatment reportedly for low glucose as a result. Reporter stated pt's glucose measured 23 mg/dl at 23:30 and hi at 23:49 on meter #one, 127 mg/dl at 00:02 and 309 mg/dl at 00:12 on meter # two, and 231 mg/dl at 00:08 and 217 mg/dl at 00:13 on meter # three. Reporter indicated controls are run daily on the device and were found to be within acceptable range on the day of the alleged event. A request was made for the return of the suspect device and replacement product was sent. See medwatch 1823260-2006-02146 and 1823260-2006-02147 for the reporting info meter #4 and meter #5.